Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm approximately six months ago. Vessel and aneurysm morphology is not available. It was reported that approximately two months ago, the follow up physician explanted the devices due to distal type I endoleaks caused by inadequate sealing of the distal limbs in the common iliac arteries. According to the physician the device limbs were free floating in the aneurysm sac. The physician stated that the devices were explanted because the limbs were too short and the landing zones in both iliacs were too short and he could not extend and take out both hypos. The explanting physician stated that the implanting physician had put the limbs in very short iliac arteries and that the endurant limbs were pulled up and had been deployed in the aneurysm sac. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation , results: inherent risk of procedure (migration, endoleak, removal of implant); patient's condition affected effectiveness of device (anatomy related; stent graft placement into very short iliac arteries). Conclusion: known inherent risk of a procedure (migration, endoleak, removal of implant); device failure/lack of effectiveness related to patient condition (anatomy related; stent graft placement into very short iliac arteries).